Event description:
The valve was revised on 2001 after approximately ten days. Blood was backing up through the delta chamber and the valve. The ventricles are clear. The blood did not come from the proximal catheter. This was a va shunt-atrial placement, open tip catheter in atrium.